Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her pump replaced within the last year; the reason for the replacement was not provided. A new pump was implanted and it was stated that the patient experienced unspecified "complications". The patient expired and it was unknown if the cause of death was related to the implanted device system. It was unknown who the manufacturer of the new pump was. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.